Event description:
It was reported that this pacemaker exhibited high, out-of-rang pacing impedance measurements of greater than 2,000 ohms on the non-boston scientific right ventricular (rv) lead. This resulted in the lead switching to unipolar pacing, which caused the right atrial (ra) lead to oversense the rv pacing output and store inappropriate atrial tachy response (atr) episodes. The rv lead was tested in the clinic in bipolar and no impedance changes could be provoked with patient movements and deep breathing. The rv lead was programmed back to bipolar and the lead safety switch (lss) was programmed on. The patient was enrolled in the clinic's home monitoring program. Device data was submitted to technical services for review. It was noted the pacemaker was implanted in the patient's abdomen, with an epicardial ra lead and a transvenous rv lead. No adverse patient effects were reported. The device and non-boston scientific rv lead remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker exhibited high, out-of-rang pacing impedance measurements of greater than 2,000 ohms on the non-boston scientific right ventricular (rv) lead. This resulted in the lead switching to unipolar pacing, which caused the right atrial (ra) lead to oversense the rv pacing output and store inappropriate atrial tachy response (atr) episodes. The rv lead was tested in the clinic in bipolar and no impedance changes could be provoked with patient movements and deep breathing. The rv lead was programmed back to bipolar and the lead safety switch (lss) was programmed on. The patient was enrolled in the clinic's home monitoring program. Device data was submitted to technical services for review. It was noted the pacemaker was implanted in the patient's abdomen, with an epicardial ra lead and a transvenous rv lead. No adverse patient effects were reported. The device and non-boston scientific rv lead remain implanted and in service.